Event description:
The customer reported that during testing of the device after use on a pt they got a "shock equipment malfunction" message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.